Event description:
It was reported that the procedure was to treat a lesion located in the 99% stenosed left anterior descending artery in a patient experiencing an acute myocardial infarction. A 3.25x12mm nc trek was used for post-dilatation of the deployed stent; however, the balloon ruptured during the first inflation at 2-4 atmospheres. It was further reported that the balloon had been prepped in the patient anatomy. The balloon catheter was exchanged for a new one and the procedure was completed without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise complications may occur.